Event description:
It was reported that a patient underwent a genitourinary surgery on (B)(6) 2026 and suture was used. The needle broke during sewing uterus in the genitourinary surgery and needle fell into patient, and it took around two hours to look for the needle and finally was retrieved from the body with the help of the naked eye. Now the patient is stable. Additional information was requested.

Manufacturer narrative:
(B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot s25050053, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Did the surgery prolong? If so: how long, in minutes, did the surgery prolong? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Was there additional anesthesia needed? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? After investigation, the patient underwent laparoscopic gynecological surgery in the hospital on (B)(6) 2026 (the specific patient's diagnosis and procedure name were unknown). During the surgery, the surgeon used the suture (vcp1346h) to perform the uterine tissue suturing in a continuous suture manner. During the suturing, the needle broke (the specific length of the broken end of the needle was unknown), and the broken needle fell into the patient's body. The surgeon immediately visually searched for the broken needle under laparoscopy and found it. After removal, the integrity of the needle was checked. After it was confirmed that no foreign body remained in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. The surgery time was prolonged for about 2 hours due to this event. The patient has now been discharged smoothly. No subsequent adverse event reports have been received. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One used needle was returned for analysis. Product code vcp1346h. During the initial inspection of the sample, no breakage needle was observed. Even though the curvature of the needle was distorted from the original form; these conditions were caused during the use. In addition, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needle. Given the current condition of the returned samples, the resistance test to needle was not performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.